Event description:
On 2/6/08, hitachi received the following report from a customer site using a hv 5500 ultrasound unit: while performing a velocity measurement on carotid arteries, the site noticed that after both right and left carotid arteries were measured, the report generated by 5500 unit displayed the internal carotid artery/common carotid artery (ica/cca) ratio calculated for the right carotid artery for both the left and right. The raw velocity values were correct for both left and right sides, but the ratios reported were identical. Because the ratio was mis-reported on the left side, the blood flow through the left carotid could be misjudged and lead to a mis-diagnosis and potential serious injury. No direct injury was reported at this site.

Manufacturer narrative:
Hitachi evaluated a 5500 unit at our facility that had the same software version as the device at the user facility and determined that there is a software error that causes the ica/cca ratio to be mis-reported. We are initiating a corrective action to resolve the error.